Event description:
The home healthcare company reported, "vent made funny noise and then revved up just before the pt's saturations became difficult to maintain. Pt hospitalized and family believes hospitalization result of vent malfunction. Grandfather is primary caregiver. Grandfather reported noise same as jet plane accelerating. Pt was placed on backup ventilator and taken to hospital; diagnosed with pneumothorax".